Manufacturer narrative:
Investigation summary: we connected the end (lock connector) of our infusion set to the actual product we received and confirmed the flow, and it flowed without problems. Although visual inspection was conducted, no abnormalities such as damage or deformation were found. Since no abnormality was found in this product and reproducibility was not obtained, it was estimated that this event was a problem with the fitting section with the infusion set connected to this product. It was considered that the q-site septum did not open properly due to incomplete connection or loosening of the mating part, and the drug solution did not flow. When connecting to a third-party infusion set or syringe, the opening of the septum may be small due to differences in the length of the lock connector insert and other factors.

Event description:
It was reported that saline couldn't be primed through the ext/std/50cm before use due to flow occlusion. The following information was provided by the initial reporter, translated from japanese to english: hcp couldn't conduct priming with saline. Occlusion in q-syte and inside of the ex-tube.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is atom. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that saline couldn't be primed through the ext/std/50 cm before use due to flow occlusion. The following information was provided by the initial reporter, translated from japanese to english: hcp couldn't conduct priming with saline. Occlusion in q-syte and inside of the ex-tube.